Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited that due to adhesive peeling off the distal end, the distal end is not secured. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: that due to adhesive peeling off the distal end, the distal end is not secured. Based on the results of the investigation, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.